Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed the final test and was recertified and returned to the customer. Review of the device log showed they started with monitoring ECG through leads in a 12-lead view for the first 6 minutes. Then the user removed leads and applied defib pads. Once pads are applied to the device, the device goes into the pads view, and the ECG signal is shown for 1 minute and 3 seconds before the device goes into pacer mode (demand mode). Once in pacer mode, the device keeps prompting "pacer ECG lead fault, pacer starts pacing lead fault, ECG lead fault". This error does not indicate the device malfunction. But it is an indication that the leads are not connected to the patient/device. Per the x-series operator's guide, for pacing on demand, step 2 states "apply ECG electrodes, attach lead wires, and connect the ECG cable to the x series side panel (see chapter 6, "monitoring ECG" for instructions on attaching ECG electrodes to the patient). Attach hands-free therapy electrodes according to instructions on the electrode packaging. Connect these therapy electrodes to the multifunction cable (mfc)." Without ECG electrode x-series would not pace in demand mode, device always displays ECG lead fault and pace paused. However, in fixed mode, an ECG electrode is not required, and in an emergency, it can work with just a defib electrode. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a 47-year-old male patient, the device was unable to obtain an ECG signal via electrode pads and was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.